Event description:
Reportedly, the physician was using a 7 french guide catheter with a guideliner and a prowater guide wire. Pre-dilatation was performed with multiple balloon dilatation catheters, including a cutting balloon and a 3.0 nc trek dilatation catheter. The 1.5 x 12 mm mini trek was advanced into the heavily calcified mid right coronary artery (rca) and resistance was felt and some force was applied. During advancement, the shaft of the mini trek separated while in the patient anatomy; however, the physician was able to remove both separated segments without difficulty. The physician performed additional pre-dilatation and then advanced the 4.0 x 23 mm xience xpedition stent delivery system into the patient anatomy. The device was unable to cross to the target lesion and was removed. During removal, no resistance was felt; however, the shaft of the xience xpedition became kinked and the physician then attempted to straighten the shaft using force. The shaft then separated and was easily removed from the patient anatomy. A second 4.0 x 23 mm xience xpedition was then advanced; however, the device was unable to cross and was removed without difficulty. The physician then advanced a 4.0 x 22 mm non-abbott stent delivery system into the patient anatomy and was able to deploy the stent at the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: prowater; guide catheter: 7 french; other: guide liner. Failure to follow steps/instructions. The 1.50 x 12 mm mini trek dilatation catheter mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for evaluation. The kink and separated shaft were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.